Event description:
A 62-yr-old male undergoing third phlebotomy for recently diagnosed hemochromatosis. A large bore IV was inserted into the antecubital fossa, connected to an IV tubing, and the other end inserted into the evacuated container. The bottle is a closed system, which, when entered, creates a suction to withdraw blood. Immediately upon unclamping the tubing to create the suction, a reverse suction occurred. The tubing was instantly clamped off, but some air was introduced into the venous system, causing an air embolus. The problem was recognized immediately, the appropriate intervention was undertaken, but the pt sustained some left-sided weakness and facial droop, of which, some deficit still remains.